Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information and/or completion of the investigation.

Event description:
It was reported that during a thoraco-abdominal aneurysm repair, a t-branch graft implant was placed with a 12f high-flex ansel guiding sheath introducer via high brachial cut down. The 12f sheath valve was leaking / squirting with each heartbeat (manufacturers report number 1820334-2017-01351) while a competitor's 4f catheter was placed over a wire through the valve. The sheath was replaced with a second 12f flexor high-flex ansel guiding sheath, which also had some leakage, but eventually stopped (manufacturers report number 1820334-2017-01368). The patient did not require any additional procedures due to this occurrence. The doctor approximated 500 cc of blood loss.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications,quality control, visual inspection, and functional testing of the returned device was conducted during the investigation. The flexor high-flex ansel guiding sheath was returned with the dilator inserted. No visible damage was noted. The dilator was removed and the sheath was tested for leakage by occluding the sheath tubing with hemostats and injected with water. Leakage was detected at the check-flo valve. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.